Event description:
Pt underwent bilateral breast augmentation in 1981. In 2008, the pt sustained direct trauma to her chest area with pain. Per her history and physical, an MRI was suggestive of silicone implant rupture of the left breast. Pt presented to the or at about five months later for bilateral explantation of breast implants, with reinsertion of new implants. Pre op diagnosis: ruptured breast implant. Surgical procedure: explantation ruptured silicone implants, bilateral radical capsulectomies with breast augmentation with saline implants.

Event description:
Pt underwent bilateral breast augmentation in 1981. In '08, the pt sustained direct trauma to her chest area with pain. Per her history and physical, an MRI was suggestive of silicone implant rupture of the left breast. Pt presented to the or at about five months later for bilateral explantation of breast implants, with reinsertion of new implants. Pre op diagnosis: ruptured breast implant. Surgical procedure: explantation ruptured silicone implants, bilateral radical capsulectomies with breast augmentation with saline implants.